Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the clinic received high impedance measurement transmission via a competitors system. There was no inappropriate therapy. The lead will continue to be monitored.